Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead and left ventricular lead repositioning procedure. The patient was reported to be a non-responder to resynchronization therapy although they previously responded. Upon review, the right atrial lead exhibited high capture threshold and the left ventricular lead exhibited no capture. A chest x-ray was performed which noted both leads were dislodged. Review of prior chest x-rays also noted lead dislodgements. During the procedure, a guide wire was unable to be inserted into the left ventricular lead to reposition the lead. A stylet was unable to be inserted into the right atrial lead. The leads were explanted and replaced. The patent was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.